Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address stem loosening. Update rec'd 7/21/15 - litigation papers received. A doi has been reported. A head and liner are now being reported to address allegations of metal on metal.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 10/12/15- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, and loosening of the stem with no bony ingrowth. The revision operative note also indicated more anteverision on the cup, but didn't revise it as it was stable for the patient. The care notes reported high ions and adverse tissue reaction. No part/lot numbers provided. The complaint was updated on 11/04/2015.

Manufacturer narrative:
UDI: (B)(4).